Event description:
This is a spontaneous report by a baxter employed healthcare professional from (B)(6) received on (B)(6) 2010 of peritonitis in a (B)(6) male patient coincident with dianeal pd2 ultrabag therapy. On an unreported date in (B)(6) 2010, the patient began treatment with dianeal pd2 ultrabag (dose and frequency not reported) intraperitoneally (ip) for peritoneal dialysis (pd). On (B)(6) 2010, the patient was admitted to the hospital. On (B)(6) 2010, the patient was diagnosed with peritonitis. On (B)(6) 2010, the patient was treated with vancomycin injection 1.5 grams ip (loading dose) continuing and fortum injection 1 gram ip once a day continuing. On (B)(6) 2010, the patient was discharged from the hospital. The event of peritonitis was resolving. Dianeal therapy was ongoing. Concomitant medications were not reported. Per the reporter, the event was unrelated to baxter pd solutions or equipment. The root cause of the peritonitis was unknown. No further information is available.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown.